Event description:
The customer reported that the device display was blank and none of the buttons were responsive when the operator turned it on to monitor a patient. The same problem occurred each time the customer powered the device on or with another set of batteries. The device use had no adverse effects on the patient.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power and system pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was determined to be a failure of a crystal, designator y1 which is located on the single board computer assembly from the system pcb assembly. The removed power pcb assembly was found to be functioning normally.